Event description:
The physician intended to use a protege everflex self-expanding stent to treat a lesion in an unknown vessel. The stent was successfully implanted in the patient and remains in service. It was observed post procedure that the stent was approx. 3 1/2 months past its expiry date. No injury to the patient was reported.